Manufacturer narrative:
The product analysis indicates the mainframe came in with a white line across the left side of the touchscreen display upon boot-up. The reported issue could not be verified. The lcd display was replaced. The mainframe was placed into burn-in for four hours. The device was tested and passed to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim system was intermittently not working. The case was completed with a backup device. There was no patient impact. This is regulatory report 1 of 2 (nim mainframe).